Event description:
Caller reported that touchscreen on pump was cracked and shattered, making it unresponsive and illegible. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.